Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for a blood glucose exceeding 500 mg/dl and diabetic ketoacidosis. The customer's blood glucose went high due to him forgetting to fill his reservoir with insulin before going to work; he worked an entire day without insulin. The customer was treated with an IV and manual insulin injections. The customer was only hospitalized for a few hours; he was realized when his blood glucose returned to normal. No products were returned or replaced.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial medwatch report were incorrect. The correct dates had been provided in this report.